Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging history settings (inaccurate delivery) issue. Customer support (cs) completed troubleshooting and all settings are correct. The reporter stated that the patient had a blood glucose (bg) 482 mg/dl with moderate ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged inaccurate delivery issue.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 03/19/2015 with the following findings:the complaint was unable to be confirmed or duplicated with investigation. Review of the black box revealed no related issues or abnormal pump behavior. A replace cartridge alarm was observed on (B)(6) 2015 at 04:29; deliveries were resumed at 06:29. The total daily dose basal history was appropriate for the user programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, the display was discolored. A battery compartment crack was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.